Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation confirmed the stent migration and the type 1a endoleak. Additionally there was evidence to reasonably support the following observations; left common to external iliac dissection, use of a non-endologix stent, and subsequent re-hospitalization for congestive heart failure. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; off label use, pre-existing coronary artery disease, a prolonged index procedure time due to unplanned repair of the left common iliac artery. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.

Event description:
Additional information received through the clinical evaluation, the patient had a subsequent endovascular procedure where a non-endologix stent was implanted to seal the endoleak.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2015. A routine follow up computed tomography (CT) showed a type 1a endoleak and stent migration. A secondary procedure has not be completed and the patient has been reported to be in stable condition.